Manufacturer narrative:
A visual inspection of the sample found the sample damaged at the middle portion, color not normal and appearance was floppy and too soft. The sample was found to be within specifications. Flex testing was done for functionality and the sample failed the flex test. The most likely root cause could be related to inappropriate handling of the device during use or decontamination between uses. A device history record (DHR) review was performed and found no discrepancies during the manufacturing of this lot. D4, g2 and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the bougie reusable got soft and easily kinkable with 1-2 uses within 2-3 months of purchase. No patient injury was reported.